Manufacturer narrative:
H6: added component code.

Manufacturer narrative:
H6-code 4111: request was emailed to the corresponding author to provide additional information like serial numbers, patient identifiers, date of birth, age, weight, gender, name, date of implantations, onset date of the events, description of related procedures and intra- and postprocedural dicom angiography imaging series. The corresponding author that he is unable to respond to the requests due to data protection laws and his team's heavy workload. H6-code 4117: the devices remains implanted in the patients. Therefore device evaluations could not be performed. H6-code 4119: the serial numbers of the devices remains unknown. Therefore a review of the manufacturing records could not be performed. H6-3221: the reported events was unable to be confirmed with the information available. The root cause for the reported post-deployment migrations could not be determined with the available information. In total five (5) manufacturer report related to the reviewed article are being submitted to FDA: 2017233-2021-02347, 2017233-2021-02352, 2017233-2021-02354, 2017233-2021-02355, 2017233-2021-02362.

Manufacturer narrative:
The following article was reviewed: "endograft migration after thoracic endovascular aortic repair" philipp geisbüsch et al: j vasc surg. 2019 may;69(5):1387-1394 doi: 10.1016/j.jvs.2018.07.073 epub 2018 dec 13. Patient identifier remains unknown, therefore the gore case reference number was used. Patient age was not given within the literature, therefor the mean age of the migration group was used. Patient gender: vast majority of the migration group was male. Date of the event remains unknown, therefore the date the article was first published was used. In total 5 medwatch reports related to the reviewed article are being submitted to FDA. All reports refer to the same patient identifier, which is the gore reference number. The manufacturer report numbers are not available at the time of submission. (B)(4).

Event description:
The following article was reviewed: "endograft migration after thoracic endovascular aortic repair" philipp geisbüsch et al: j vasc surg. 2019 may;69(5):1387-1394 doi: 10.1016/j.jvs.2018.07.073 epub 2018 dec 13. The objective of this study was to evaluate the incidence, timing, and potential risk factors of late endograft migration after thoracic endovascular aortic repair (tevar). A retrospective analysis was conducted of 123 patients receiving tevar with thoracic endografts from different manufacturers for various indications between (B)(6) 2005 and (B)(6) 2015. Reportedly, migration of thoracic endografts occurred in nine patients. The absolute distance of migration varied between 1.0 cm to 3.5 cm. In the literature the following outcomes related to gore medical devices were reported in table IV: the patient presented with a thoracic aortic aneurysm which was treated with gore® tag® conformable thoracic endoprostheses. 11 months after tevar device migration was observed at the overlapping zone resulting in a type iii endoleak. The endoleak was resolved by endolining during an endovascular reintervention. The patient presented with acute aortic dissection which was treated with a gore® tag® conformable thoracic endoprosthesis and a gore® tag® thoracic endoprosthesis. 30 months after tevar device migration occurred at the distal landing zone. No endoleak was observed. An aortic expansion at the distal end of the devices was treated during a reintervention by fenestrated endovascular aortic repair.